Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the pump for insulin therapy. The customer intermittently experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Cause of bg was unknown. Bg was addressed via correction bolus and manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.